Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited a pacing impedance measurement of 2,538 ohms. It was noted that the impedance had been 1,500 ohms a year ago and had gradually risen to 2,500 ohms over the last year. Intermittent measurements of approximately 400 ohms were also frequently observed where the measurement would decrease for one reading and then rise again. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.